Event description:
It was reported occlusion alarms. There was no adverse impact to the customer¿s blood glucose level. A system check was performed with tandem technical support and the occlusion was found to be within the cartridge. A cartridge change was performed and insulin therapy resumed.